Event description:
During an pelviscopy procedure, the seal of the device was seen on the monitor and removed from the pt. Another like device was used to complete the procedure. There was no pt consequence.